Manufacturer narrative:
Block b5 was updated with additional information received on (B)(6), 2020. Block h6: patient code 3191 captures the additional intervention to place an additional ultraflex stent during a second procedure. Problem code 1069 captures the reportable event of stent break. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent was implanted in the esophagus during a stenting procedure performed on (B)(6), 2020. According to the complainant, post stent placement, on (B)(6), 2020 the stent was found to be slightly broken in the middle. Another ultraflex esophageal ng stent was placed stent-in-stent to cover the broken portion of the stent to resolve the issue. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on (B)(6), 2020 reportedly, the patient did not experience symptoms or adverse events related to the stent break causing the patient to be hospitalized. The patient was already hospitalized when the physician discovered a leak in the stent.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent was implanted in the esophagus during a stenting procedure performed on (B)(6) 2020. According to the complainant, post stent placement, on (B)(6) 2020 the stent was found to be slightly broken in the middle. Another ultraflex esophageal ng stent was placed stent-in-stent to cover the broken portion of the stent to resolve the issue. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.